Event description:
Healthcare worker had their hands in contact with cidex opa for 45 minutes without wearing any gloves or other personal protective equipment. They reported not reading the directions for the product and experienced skin staining, swollen, burning sensation, numbness at the tips of the fingers and cracking at the nail beds of both hands. They did seel medical attention, but no treatment provided.